Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was responsible for a non-sustained right ventricular oversensing (nsrvo) alert received for post-paced t-wave oversensing. Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.